Event description:
A health care professional reported receiving a high reading of 3.9 mmol/l on their blood glucose monitor. The laboratory reference reading of 1.9 mmol/l was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and an investigation was performed. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading of 3.9 mmol/l (70 mg/dl) was found in the meter's memory log. The device manufacture date is unknown.